Event description:
The customer reported via phone call that they received weak signal alarms with their sensor. The customer stated they were unable to insert the sensor into their body. The customer also reported being a brittle diabetic. The customer reported experiencing high blood glucose around 360 mg/dl and later declining to 48 mg/dl in the same day. The customer declined to troubleshoot for their blood glucose. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.